Event description:
It was reported that prior to a replacement procedure for normal battery depletion, this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that prior to a replacement procedure for normal battery depletion, this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.